Event description:
Caller reported a malfunction on the pump due to an occlusion alarm, which initially caused the customer's blood glucose to rise; however, the malfunction itself did not lead to a blood glucose level exceeding 500 mg/dl. Technical support assisted the customer by providing information on how to reset the pump, and after reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue happened again.